Event description:
The customer reported an error code displayed when the c-arm was moved. The pin backed out at the lemo connector. Additionally the system shut off 5 seconds after moving the c-arm forward. An internal error message occurred inside of 2 identical cases. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the lemo receptacle assembly and new power cable. The system operates as intended.